Manufacturer narrative:
No patient information as no patient was involved in this concern. No follow up information available when this report was made as to if site replaced vertek arm.

Event description:
A medtronic representative reported, the vertek biopsy arm, used with the stealthstation treon, will not lock. There was no patient present.